Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure via the right internal jugular vein with the port body positioned on the right anterior chest for chemotherapy administration using titanium low-profile implantable port, groshong single-lumen, 8f. Chemotherapy was completed, and monthly flushing continued for maintenance. Post the procedure on (B)(6) 2025, the patient reported neck pain during flushing, leading to a scheduled cv port removal on (B)(6) 2025. The current status of the patient was unknown.